Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old caucasian female patient underwent primary breast augmentation with an unknown size unknown saline implants smooth and experienced breast implant deflation on her left side during bilateral replacement surgery with catalog number 3501670; serial number (B)(4) on the left side, and with catalog number 3501670; serial number (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
On july 13, 2022, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile". Field d4 for catalog number has been updated to "3501670". Field d4 for lot number has been updated to "5548050". Field d4 for unique identifier( UDI) has been updated to "(B)(4)." A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 425cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this deflation. The evaluation was limited to non-destructive testing. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. A second product was received (lot-5548050). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).